Event description:
Patient receiving IV milrinone in the home. Curlin pump reading motor stall. Pharmacist unable to troubleshoot over the phone. Pump was replaced. Motor stalls are common with the curlin pump and they refuse to fix the issue. This could result in patient harm due to delays in therapy.